Event description:
The customer reported during a gastroscopy procedure, the image was blurry and the subject could not be recognized. The procedure was completed using another gastrointestinal videoscope. The customer reported there was no delay in the procedure due to the malfunction, and there was no injury or harm to the patient associated with this event.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, due to the lack of information provided and no product return, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.